Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03934. It was reported that foreign matter was observed inside the device packaging. A 6fr x 11cm n/g super sheath introducer sheath was selected for use. During unpacking, an oily residue was noticed inside the packaging. No patient complications were reported.